Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Dr reported the working elevator tip broke off inside the tooth socket and became lodged in the sinus cavity while performing an extraction. Dr was able to remove complete fractured tip from extraction site (socket), dr noted that the sinus cavity was perforated. A follow up appointment was made for the pt for the extraction site. Antibiotics were given to the pt for the extraction.